Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 3. Twenty minutes into taxol infusion, a tubing leak was discovered by rn from the drip chamber region. Tubing was wet with less than 10 ml puddle on floor. Infusion stopped, bag and tubing bagged and sent to rx for re-priming, spill protocol activated, no residue on pt. Other: please specify.